Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported erroneous total human chorionic gonadotropin (thcg) results were obtained on multiple patient samples on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, found that the reagent probe 2 was past the home sensor and was unable to find home, moved reagent probe 2 to the middle, replaced reagent probe 2 heater coil, diluter, and tubing, homed reagent probes, performed daily cleaning and total service visit (tsv), cleaned out vacuum lines between the waste reservoir and water trap, found more obstruction in the water trap fitting, replaced water trap and fittings, found obstruction in y-fitting between condensation trap and waste reservoir, and condensation trap fittings, cleaned out vacuum lines, replaced all 4-aspirate probe tubing, replaced vacuum pump and pinch valve, adjusted system vacuum, checked wash station performance, acid and base dispenses and luminometer dark count, which passed successfully. Then, the cse adjusted reagent and sample probe alignments, the waste reservoir cap fitting broke during troubleshooting, replaced waste reservoir cap fitting, checked vacuum pressure, ran calibration, quality controls and 30 samples, which recovered within the range. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneous total human chorionic gonadotropin (thcg) results were obtained on multiple patient samples on an advia centaur xpt instrument. It is unknown if the initial results were reported to the physician(s). The samples were reprocessed on an alternate advia centaur instrument. The repeat results were considered correct and reported to the physician(s). The customer stated that one of the depressed thcg results led a physician to inform the patient that she had miscarried, but the patient got an ultrasound later that day and found a viable fetus. The customer declined to provide any additional information regarding the affected patient samples. There are no known reports of adverse health consequences due to this event.